Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump have a battery warning, the battery was replaced, and then the display went blank. The parent was unable to troubleshoot for the issue. A replacement insulin pump was sent. No product will be returned.

Manufacturer narrative:
The insulin pump was monitored for five hours with multiple basal rates. The insulin pump functioned properly. No blank display or display anomaly was noted. All operating currents were within specification and no unexpected low battery, off no power alarm or battery indicator anomaly was noted. No damage was noted inside of the insulin pump. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.